Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during a transgastric approach procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the rx tunnel detached from the balloon and got stuck in the common bile duct. Reportedly, the physician retrieved the rx tunnel using a biopsy forcep. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2907 captures the reportable event of rx tunnel detached. Block h10: investigation result: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. It was noticed that the rx tunnel of the device was detached. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during a transgastric approach procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the rx tunnel detached from the balloon and got stuck in the common bile duct. Reportedly, the physician retrieved the rx tunnel using a biopsy forcep. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.